Event description:
It was reported that during an arthroscopic procedure using a covac 70 icw arthrowand a piece of the wand broke off in the pt. The manufacturer has attempted to follow up with the reporter of this event, however, no other information was available. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age and gender were requested but were no received.